Manufacturer narrative:
The anesthesia care clinical specialist evaluated the device "smart log" files and has found evidence, that the event took place, but also that the user was informed about the failure condition by displayed alarm. Furthermore that the clinician acknowledged the alarm by pushing the cancel alarms field on the display and maintained ventilation manually. Log-files also indicate that the device resumed normal function after a new attempt to use the ventilator. The biomedical engineer replaced the integrated breathing system interlock switch to prevent recurrence of the issue. Device remains at customer site. There is no indication of a systemic problem; no further investigation or action is warranted.

Event description:
The customer reported that during anesthesia and automated ventilation, the ventilator suddenly switched to manual ventilation and simultaneously sounded an audible alarm including alarm text "ventilator stopped due to patient-system disconnected." There was no adverse impact.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event. (B)(4).

Event description:
The customer reported that during anesthesia and automated ventilation, the ventilator suddenly switched to manual ventilation and simultaneously sounded an audible alarm including alarm text "ventilator stopped due to patient-system disconnected". There was no adverse impact.